Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuit and dryline. The pressure test revealed that the subject breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leak as reported by the customer as no fault was found with the returned device. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.